Event description:
It was reported that during a colectomy, when the instrument was fired, the cartridge slid out of the stapler as the handled was pulled. Another instrument was used to complete the procedure. No pt consequences.